Manufacturer narrative:
Batch review performed on 05 june 2018. Lot 146186: 80 items manufactured and released on 05 november 2014. Expiration date: 2019-10-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Additional information received on 8 july 2018. The revision was performed on (B)(6) 2018 as planned, through amis approach. The stem was well fixed distally but loose in the proximal part; it was explanted using "stem removal" set and a new stem minimax size4 sx was implanted. Moreover, the ceramic head 36 l was replaced with a 36 m (ref (B)(4), lot 178249).

Event description:
We were informed on (B)(6) 2018 that the patient reported mild hip pain 3 years and 4 months after primary (amis technique): stem loosening was detected in the metaphyseal region. The clinical exams showed bone reabsorption in the metaphyseal region and thickening of the distal region.